Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No unexpected beeping or no delivery alarm was noted during testing. The insulin pump passed the self test. The insulin pump was received without the original belt clip. The test belt clip fit and locked properly and no damage was noted at the belt clip slot. No moisture damage was noted on the electronic assembly, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. At the time, the customer was trying to prime the device. The customer's blood glucose was 299 mg/dl. The customer stated that there were a few small drops of waster under the screen; the customer went into the swimming pool with the insulin pump still attached to them. The customer stated that the device had been dropped a couple of times but there were no cracks or other damages. The device was sounding a constant tone. Troubleshooting could not be performed due to unresponsive keypad. The discontinuation of the device was advised. Nothing further was reported.